Manufacturer narrative:
The associated complaint devices were not returned for evaluation.

Event description:
It was reported that revision surgery was performed due to femoral stem loosening, which led to it being rotated into a retroverted position. The stem had migrated 6mm between 2009 and 2012.